Manufacturer narrative:
Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2012; dtba2q1 crt-d; 4298-88 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on stored atrial tachycardia/ atrial fibrillation electrograms. The right atrial lead remains in use. No patient complications have been reported as a result of this event.